Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. The same day as the event onset, the patient was hospitalized due to the events. On an unknown date, the patient was treated with vancomycin injection (1 gm, intraperitoneal, discontinued) and ceftazidime injection (1 gm, intraperitoneal, discontinued) for peritonitis. It was reported the patient has recovered from cloudy pd effluent and was recovering from peritonitis. Pd therapy was ongoing. It was reported that retraining on the proper aseptic technique was performed. No additional information is available.